Event description:
Doctor was using the contour stapler for his low anterior resection and fired the stapler and noticed a 1/2hr later that the stapler did not staple all the way. Dr. Asked for instructions for the stapler and there were none in the box or on the outside of the box. Dr. Had to go down to the rectal area and re-stitch the anastomosis by hand.